Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump was exposed to moisture and had a blank display. The customer's parent was assisted with pump exposed to fluid troubleshooting. The customer¿s blood glucose was unknown at the time of the incident. The customer's parent stated the insulin pump was exposed to fluid/moisture when the customer went to a pool. The customer's parent stated that the pump was exposed to fluid in the past with no moisture visible in the insulin pump. The customer's parent also stated that the insulin pump was working after coming out of the water until the day of the call and it had a blank display that did not return even after a battery change. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump had corroded motor home switch and cracked case at display window corners.